Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the fiber broke 185.5cm from the white end of fiber (proximal end) and 45cm from distal working end.